Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 53-year-old male patient with a past medical history of a coronary artery bypass graft (CABG), coronary artery disease (cad), and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, the automated impella controller (aic) had a controller failure alarm while in the process of ECMO decannulation. There was no noted interruption of flow or support for the patient. The aic was exchanged for a new aic. The new aic had an impella failure alarm and was unable to restart the pump. The patient was hemodynamically stable so ECMO clamp trial was initiated which showed improved hemodynamics. The decision was made to remove the impella and ECMO as the patient's heart had recovered and was stable. Eight days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 3.2l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information has been provided in b1(is product problem); d4(catalog, serial) the cause of the pump not starting and the failure to detect issue was most likely unintended use-related, due to a catheter hole found on returned product that allowed blood to enter the catheter, migrate into the red handle, and short the electrical components. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Adding a141203 to h6. Corrected data. D1 updated/corrected. The investigation is ongoing.